Event description:
The customer reported after several minutes of using the system, an error occurred and they had to reboot the system.

Manufacturer narrative:
The ipc card was reseated but the same symptom occurred. The service engineer is scheduled to replace the hard drive.